Manufacturer narrative:
The ast reagent lot number is 85200601 with an expiration date of 30-apr-2026. The creatinine reagent lot number and expiration date were not provided. The field service representative replaced the gear pump head, sample and reagent probes, incubation bath windows, and the head-cut filter. He performed checks and tests with acceptable results. A single root cause for the event could not be identified. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample and questionable aspartate aminotransferase (ast) results for 6 patient samples on a cobas 8000 cobas c 502 module. Sample 1: the initial ast result was 143 u/l. A new sample from the patient was tested at another laboratory and received a "normal" value. The numerical result was not provided. The same sample as the initial result was retested, and the result was 19 u/l. Sample 2: the initial ast result was 106 u/l, and the repeated result was 24 u/l. Sample 3: the initial ast result was 101 u/l, and the repeated result was 15 u/l. Sample 4: the initial ast result was 95 u/l, and the repeated result was 51 u/l. Sample 5: on (B)(6) 2025, the initial creatinine result was 1.97 mg/dl, and the repeated result was 0.99 ng/ml. Sample 6: on (B)(6) 2025, the initial ast result was 28 u/l, and the repeated result was 115 u/l. Sample 7: on (B)(6) 2025, the initial ast result was 18 u/l, and the repeated result was 70 u/l.